Event description:
Related manufacturer reference number: 2017865-2023-52458. Related manufacturer reference number: 2017865-2024-00182. New information received notes that the noise recurred on the right ventricular lead. Additionally, the pacemaker and the right atrial lead also exhibited noise. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2024. Patient condition was not provided.